Event description:
Two new leads were added and the svc lead was capped.

Event description:
It was reported that the patient was admitted with several unsuccessful shocks with the ventricular tachycardia terminating spontaneously. The patient was noted to have non-sustained ventricular tachycardia and paroxysmal atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product evaluation summary: product performance information was received, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.